Manufacturer narrative:
Continued h6 -- health effect - impact code: f2203. Additional, changed, and/or corrected data.

Event description:
Patient representative further reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, explant, significant scarring, disfigurement, reconstruction, capsulectomy, chronic inflammation, tissue damage, rashes, asymmetry, seroma, pain, itching, anxiety, fatigue, accumulation of fluid, depression, chronic insomnia, weight gain, chronic headache; aggravation of underlying conditions including gerd; post-explant complications including infection; and other physical and emotional manifestations that are severe and ongoing¿ with style 410 cohesive silicone gel filled breast implant. The patient ¿has not been diagnosed with bia-alcl." The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported their right side "implant had been re-sterilized and implanted again during a revision surgery." Patient additionally reported that she experienced ¿constantly in pain", "pretty sure they're attached to me ribs", "itching", ¿pain on both sides but more in my left and it feels like it goes all the way through to my back", ¿they are horrible and uncomfortable¿, "so much pain" and has symptoms of "breast implant illness" and "fibromyalgia", ¿ "breasts on both sides are sore" and the "lymph nodes feel uncomfortable¿. The device remains implanted.